Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse on (B)(6) 2011 and notified the nurse of the incident of increased intra-peritoneal volume (iipv) that was found during the device log review and the probable cause that was identified. The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the iipv event. External & internal visual inspections revealed no problems. The cause of the iipv was determined to be insufficient drain due to false empty detect at initial drain. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's largest prescribed fill volume (lpfv) was 2500 ml and the drain volume was 4039 ml, which met iipv criteria. No patient injury or medical intervention was reported.